Manufacturer narrative:
H6: investigation summary: two mz5303 samples were received for investigation with an opened packaging from lot 20045332, the protective caps were in place. Further information provided by the customer indicates that the male luer had a luer lock. A visual inspection of the samples did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting each sample to a 10ml bd luer slip syringe and to a 50ml bd plastipak luer lock syringe from retained stock, and flushing with fluid. Each of the connections between the syringes and the received samples were secure and no inadvertent disconnection was observed during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045332 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer's experience in this instance. There were no issues identified during testing of the returned products and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. In this instance the connecting product in clinical use at the time of the incident was not available for investigation; therefore it was not possible to confirm if this may have contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the connection between the pressure rated ext set, IV connector and terumo infusion line was loose. This occurred with 2 sets during use. The following information was provided by the initial reporter, translated from japanese to english: "the connection between mz5303 and terumo's infusion line becomes loose."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connection between the pressure rated ext set, IV connector and terumo infusion line was loose. This occurred with 2 sets during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the connection between mz5303 and terumo's infusion line becomes loose."